Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib had leakage. The following information was provided by the initial reporter: material # 303327 batch # 2355084g1. Rcc received a complaint via email. Item description: safetyglide tb syr-needle vndr item#: 303327 lot#: 2355084g1 quantity: 1 uom: 100/bx cmt: leaking adtl.cmts: exp - 11/30/27.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up report for correction. Initial MDR was filed in error, (B)(4) will be cancelled.

Event description:
No additional information was provided.